Manufacturer narrative:
(B)(4). Initial reporter: telephone number and extension provided: (B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The patient received unspecified treatment. At the time of this report the patient outcome was not reported. Action taken with pd therapy was not reported. Additional information was unable to be obtained.